Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined to assign smart remote manager (srm). A field service engineer (fse) mentioned that refrigerator was broke and already replaced it with a new one and plugged in a remote manager. Then fse remoted into the station and assigned the new srm, and the pharmacy reloaded the medications. The system functioned as intended when the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed smart remote manager refrigerator failed hardware and was not accessible. The customer mentioned the refrigerator had been replaced from a different department. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.